Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial (B)(4), description: avista MRI perc lead kit, 56 cm. Model#: sc-4319 lot #: 20123507 description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptom was fever. It was unknown what caused the infection and it was not believed to be device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.